Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 4 months after the dental implant was installed in intraoral region # 19 it was verified its non- osseointegration. Implant was immediately carried out, 40 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type I.